Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. A replacement procedure was performed. This ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection of the device case and header did not reveal any abnormalities. Review of device memory confirmed a code 1003 was recorded on 17 march 2025. A diagnostic review confirmed the battery depletion rate to be faster than expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was subjected to residual gas analysis testing, which did not indicate any presence of hydrogen or water vapor within the device case. The device case was then cut open to facilitate further internal inspection and testing. The battery voltage was measured to be 2.995 volts. The battery and high voltage capacitors were removed from the electronics assembly, the hybrid was connected to an external power source, and an average current draw was observed. The battery was then sent for further analysis, which identified a latent current leakage path within the battery, which likely resulted in the observed code 1003 and premature battery depletion.

Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was found to have recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. A replacement procedure was performed. This ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.